Event description:
It was reported that the patient called to report that they were experiencing a racing heart rate and hot and cold chills occurring only with standing. The device remains in use. Follow-up was conducted to obtain information on the patient and whether the complaints are device related, but the attempts were unsuccessful. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.